Event description:
It was reported that possible overinfusion occurred. The patient experienced overdose symptoms, specified as passing out approximately one half hour after a pump refill. The patient was brought back to the healthcare provider¿s (hcp) office, given narcan and sent to the local emergency department for observation and was released. The pump was replaced on 2014 (B)(6). It also noted that it was assumed that the location of the issue was at the catheter tip. The patient status at the time of this report was ¿alive-no injury¿. It was indicated that the pump medication was ¿none¿.

Event description:
Additional information: it was reported, the system was being used to deliver fentanyl.

Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: 2008 (B)(6); product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was later reported that it was determined by the hcp that his temporary change in ultrasound technique caused overinfusion in the patient.

Event description:
Additional information received reported the overdose symptoms were caused by a "possible ultrasound related unidirectional pump valve issue". The patient recovered without permanent impairment. The pump was used to deliver fentanyl.

Manufacturer narrative:
(B)(4).